Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, right ventricular capture thresholds had increased. Programming changes were made. The physician elected to implant a backup device (B)(6) 2019 and programmed the devices to coordinate pacing and inhibition with each other. Right ventricular loss of capture was observed in unipolar so the device was programmed bipolar. The patient was stable throughout.